Event description:
The reporter stated that the spring inside the white plastic ring on the proximal end of the device "t" handle broke during insertion of a screw. There was no harm to the pt. The metal spring was removed from the driver during the case.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.